Manufacturer narrative:
(B)(4).

Event description:
A valiant captiva stent graft system was selected for the endovascular treatment of a 6cm in diameter thoracic aortic aneurysm. The proximal neck was 31mm in diameter and the distal neck was 20mm in diameter. There was mild thrombus and severe angulation. It was reported that the valiant device used with a 24fr had positioning difficulties due to the curvature of the right leg whose vessel diameter was 9mm (synthetic vessel: 18 x 9mm). The sheath of the delivery system was completely bent, which couldn¿t be delivered to the intended landing zone. Though, it was attempted from left side, the sheath couldn¿t get torque so it was eventually abandoned. After that, delivery was again attempted with pull-through technique but it failed . A new valiant device was selected and used with the pull-through technique. It was able to get torque and was implanted at zone 4 without the presence of an endoleak and the procedure was successfully completed. No clinical sequelae were reported and the patient is fine.